Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 6. Ridge augmentation and immediate extraction site. On (B)(6) 2021 non-osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, bleeding and inflammation. No further patient complications were reported.